Event description:
Reporter stated that customer received the following results on the aviva system "in a row": 17.0 mmol/l, 6.0 mmol/l and 21.0 mmol/l. Reporter stated that customer received the following results on 2 different meters within 10 minutes of the 21.0 mmol/l obtained from the aviva system: 6.8 mmol/l (aviva nano system 1) and 6.9 mmol/l (aviva nano system 2) the same strip lot was used on all 3 systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(6).